Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula fully retracted back into the pod. The patient's blood glucose (bg) values reached over 250 mg/dl.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence, ran for 1208 pulses, delivered several boluses, and was deactivated by the user. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the cannula retracting. The pod was found to function as intended.